Manufacturer narrative:
Requested information was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
(B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t hs stat result for three samples from one patient from the cobas e411 rack analyzer. Sample 1 initial result was 18.29 pg/ml with a data flag. The repeat result was 17.87 pg/ml with a data flag and on 11-dec-2019-2019 the repeat result was 14.85 pg/ml with a data flag. The sample was sent to another laboratory and the result was 11.14 pg/ml. Sample 2 on (B)(6) 2019, initial result was 16.89 pg/ml with a data flag. The repeat results were 19.98 pg/ml with a data flag and 15.50 pg/ml with a data flag. The sample was sent to another laboratory and the result was 10.76 pg/ml. Sample 3 initial result was 13.34 pg/ml. The repeat results were 10.75 pg/ml and 11.46 pg/ml. The questionable results were reported outside of the laboratory. The reagent lot number was 381539.